Event description:
Technician alleged that the ground resistance was out of range on the bed. No pt impact.

Manufacturer narrative:
The technician found the ground post was bent and loose. The technician replaced the power cord to resolve the issue.